Event description:
Device: lingo continuous glucose monitoring (cgm) system ¿ biosensors manufacturer: abbott / lingo type of report: consumer report of repeated device malfunctions, clinically inaccurate readings, excessive variance, and premature device failures across multiple sensors. Summary of events and device performance problems I am reporting a pattern of repeated malfunctions, clinically unreliable glucose readings, and premature sensor failures involving four (4) lingo cgm biosensors purchased over-the-counter at walmart. These failures have resulted in misleading glucose values, repeated false low alerts, and variance levels substantially outside expected cgm accuracy ranges when compared with contemporaneous fingerstick glucose testing. The purpose of this report is to document (1) the specific failures of each sensor, (2) the frequency and magnitude of inaccurate readings, (3) the clinical implications of these inaccuracies, and (4) the manufacturer's initial response when contacted. Context and use I purchased lingo biosensors to monitor glucose trends and to improve my overall metabolic awareness. I am familiar with the normal expected variance between blood glucose (fingerstick) and interstitial glucose (cgm). I understand that cgms measure interstitial fluid and naturally lag behind blood glucose changes by several minutes. I also understand that mild deviation or brief discrepancies are normal and not necessarily indicative of device malfunction. However, the behavior of these lingo sensors substantially exceeded normal and acceptable variance thresholds. The magnitude of the inaccuracies, the frequency of false low alarms, and the rapid failure of individual sensors strongly suggest systemic device malfunction rather than expected cgm lag or physiological variation. Sensor-specific failures sensor #1 ¿ sn: (B)(6); this was my initial exposure to the lingo system. Within the sensor's active period, it produced 429 glucose readings below the detectable range and 210 readings above the detectable range. These extreme out-of-range values occurred without correlating physical symptoms and without any supporting evidence from confirmatory fingerstick tests. The persistent pattern of implausible readings raised early concerns that the sensor was not operating within expected physiological parameters. Sensor #2 ¿ sn: (B)(6) this sensor produced repeated nighttime false low alerts, frequently indicating severe hypoglycemia when no such physical symptoms were present. Each time I verified with a fingerstick glucometer, the blood glucose value was substantially higher than the cgm reported value. Across multiple paired readings, the average variance between the cgm glucose and fingerstick measurements was 33.32%, far outside the typical ±15¿20% accuracy expectation for cgm systems during stable glucose conditions. The repeated false low alarms had a significant impact on sleep, stress levels, and overall confidence in the device's safety and accuracy. Sensor #3 ¿ sn: (B)(6); this sensor was provided as a replacement for sensor #2. It failed completely within approximately one hour of activation. The device stopped displaying glucose readings and presented error notifications indicating inability to deliver accurate data. Attempts to troubleshoot with standard recommended steps (device restarts, checking app communication, ensuring proper sensor placement) did not resolve the problem. A cgm failing within one hour of activation is well outside normal performance expectations. Sensor #4 ¿ sn: (B)(6) this sensor was a replacement for sensor #3. It continued the pattern of clinically inconsistent readings observed in earlier devices. Paired testing with a fingerstick glucometer repeatedly showed significant discrepancies. The average variance between fingerstick and cgm readings for this sensor was 18.75%. Although slightly lower than sensor #2's variance. This is still above what is considered clinically reliable. Pt code: 4580. Device codes: 1184, 1535, 2460, 1013, 2588. Ref reports: mw5180764, mw5180765, mw5180766.